Event description:
Three days post index procedure, the pt developed shock and was brought to the hosp as an emergency. A coronary angiogram (cag) was conducted and thrombus was observed in the implanted cypher and bare metal stent. To treat the thrombus aspiration and plain old balloon angioplasty (poba) were conducted. A thrombolytic agent was administered (tpa). After the treatment, the pt didn't recover and passed away. Postmortem was not performed. In 2007, the pt went in for an elective case. The pt had a lesion in the type a, de novo, concentric and bifurcated proximal left anterior descending. The lesion length was 10mm and the vessel diameter was 2.5mm. The lesion pre-dilated with a balloon at 12atms for 20 secs. A 2.5 x 18mm cypher stent was implanted at 14atms for 20 secs. Then a 2.25 x 8mm pixel bare metal stent was implanted at 12 atms for 20 secs in the first diagonal. The two stents were not overlapping each other. The residual percentage of stenosis was 0 and timi flow grade pre and post procedure was 3. The target lesion was aha6. The vessel was a de-novo, concentric and bifurcated lesion. Aha/acc classification of the vessel was type a. The lesion length was approx 10mm and vessel diameter was 2.5mm. The physician commented, that the cause of the thrombotic event was because the heart function was originally bad and because of the pt's constitutions tents. The cause of the death was shock. The pt's medications included the following: aspirin (pre, intra and post), ticlopidine (pre, intra and post), heparin (intra) and isosorbide dinitrate (intra).

Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the us. However, it is similar to the us cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.